Manufacturer narrative:
(B)(4). Evaluation summary: visual: the guide wire was returned without blood visible. There was contrast on the coils, on the proximal solder, center solder and tip ball. The tip coils were pushed distal from the center solder for a length of 1.5 mm. The teflon was scraped 14 cm proximal to the distal end of the teflon for a length of 3.5 cm and scraped 18 cm proximal to the distal end of the teflon for a length of 1 mm. There was teflon on the coils 6.4 cm proximal to the center solder. There were three bends in the tip 6 mm, 1 cm and 1.8 cm proximal to the tip ball. There was a bend in the core 4 cm distal to the proximal end of the core. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core was intact. Quality engineering has not completed an evaluation at this time. A follow-up will be submitted with all relevant information.

Event description:
It was reported that when the physician opened the package of the guide wire, he saw that the tip of the guide wire was bent. The guide wire was not used in the patient anatomy. Though requested, no additional information was provided. This is being filed based on the returned device analysis which revealed peeling teflon which had detached and was found on the coils of the guide wire.